Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. . It was reported that the patient was admitted and presented with elevated lactate dehydrogenase (ldh). The patient¿s hemoglobin was 4.6; inr on arrival was 5.4, however current reading of 2.8. The patient was transfused with 6 units of packed red blood cells (prbc). In the midst of the final transfusions and now 4 hours post transfusion, the patient began to have cyclical increase in flow and power. The patient reported flows of 6 to up 12 and then with power maxing at what appears to be 7''s watts. There is not enough evidence to support a thrombus issue. The average pi remained normal throughout the log file however the patient continues to have transient high flows and powers accompanied by up trending ldh from baseline. Additional information was requested but not provided.